Event description:
It was reported that the patient was experiencing pocket site pain. The patient underwent a spinal cord stimulator (scs) system replacement procedure and there were no reported complications postoperatively. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2138700. Model: sc-2138-70. Serial: (B)(6). Batch: a41468. UDI: (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in his report. Product family: scs-linear leads upn: m365sc2138700 model: sc-2138-70. Serial: (B)(6). Batch: 187141. UDI:(B)(4) . This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in his report.